Manufacturer narrative:
Unable to prime during the prime test due to faulty force sensor resistor. The insulin pump passed the operating currents measurement, self test, unexpected restart error test, displacement, rewind and basic occlusion test. Unable to perform the occlusion test and excessive no delivery test. No blank display anomaly noted., however moisture damage found on lcd board. Pump had cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he fell into the river while floating. He said that it was working the morning of the call but that when he tried to give a bolus, the pump display went black. The customer¿s blood glucose is unknown and that there is water under the lcd display. He was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.